Event description:
Healthcare professional reported "deflation" against right device. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Event description:
Healthcare professional reported "deflation" against right device. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified: crease flat and wear abrasion. Leak test and microscopic analysis was performed which identified: the unit does not leak. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: no openings were observed on the device or issues related with the complaint.